Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, wrench was used to release jaw of fenestrated bipolar forceps from tissue. The wire was showing at the tip of the instrument. There was report of fragment falling into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted after failure analysis investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information confirming that the instrument jaws were clamped down on tissue and they were able to successfully open the jaws intraoperatively and release the tissue using an instrument release kit (irk). Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found the cable crimp from wrist control cable #10 dislodged. As a result, the cables appeared to be broken even if its not. The cable crimp was captured inside the welded grip. Further inspection identified a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire does not show damage. This observation is unrelated.

Event description:
Refer to h10/h11 for follow-up information.